Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's battery was not charging. Their device was in overdischarge. The rep met with the patient for the "60 min wake up". The patient charged the device. The rep met with the patient again to clear their power on reset (por). The patient complained of the device being in a place that made it uncomfortable to wear jeans. She also sated she was having a hard time charging, and the rep informed the physician. The patient is scheduled for a pocket revision and battery replacement on (B)(6) 2018. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was no problem with the therapy but the pocket was made in an uncomfortable place for the patient to wear jeans. The cause of the patient having a hardtime with recharging was unknown at the time of the event. The rep stated that the patient was scheduled for a revision on (B)(6). The rep said that the ins had been charged and the por was cleared. It was noted that this information was confirmed with the physician.